Manufacturer narrative:
(B)(4). Sample availability is unknown. If the sample is received or additional information becomes available, a supplemental report will be submitted. A batch review will be performed.  If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink, duo-vent, administration set had separated from the male end of the tubing. This occurred during a patient infusion. The reporter stated that after separation, the male connector remained attached to the patient. The IV fluid then leaked onto the floor via the place where the tubing had become disconnected from the male connector. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.